Event description:
The reporter stated, the surgeon was inserting a competitor's lens using a mtc-60cfp and the trailing haptic tore. The reporter stated that the likely cause was the cartridge. Damage to the lens capsule occurred. The incision was enlarged and another lens was inserted. Sutures were not required to close the incision.